Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/24/2014 with the following findings: during investigation, the pump powered on with vibratory and audible sounds. During testing, the ¿ezprime¿ sequence and 24 hour duration test were successfully completed. No 0.00u boluses were recorded in the history during the 24 hour duration testing. The pump successfully performed a normal 10u bolus and a 10u audio bolus and were accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately. The complaint was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. While troubleshooting the pump, a review of the bolus history showed zero boluses had been delivered by the pump. The patient¿s blood glucose level was 323mg/dl with no reported signs or symptoms and does not meet the animas criteria of an adverse event this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.